Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer's failure investigation lab for evaluation. The data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve was disassembled from the gds and not returned with the gds. A faulty u1 (sensor air flow amp 1000 sscm) was observed on the air flow sensor pcba. The defective u1 component on the air flow sensor pcba caused the air and o2 flow accuracy tests to fail. This component was replaced, and the gds then passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of this report: 01may2019. The customer confirmed the airflow accuracy issue. The customer replaced the flow sensor which resolved the issue.

Event description:
The customer reported that the ventilator failed the airflow accuracy test (pvt test 5) at the 120lpm setting. There was no patient involvement.